Event description:
The pt had a loss of therapeutic effect. She was back to where she was before implant. Her urine ran down her leg when she stood up. The device worked perfectly and then stopped (date unclear). The device was reprogrammed three or four weeks prior but it did not help. Further info is being requested at this time. F/u info from the company rep indicated that the pt's device was interrogated for impedance and battery life and both were found to be within acceptable parameters. Another program was added on (B) (4) 2010, per pt request. Further interrogation of the pt's device was proposed.

Manufacturer narrative:
(B) (4).